Event description:
It was reported that the device was unable to enter MRI mode and programmer displayed error message "MRI not advised.". The lead had high impedances (>10,000 ohms) on contact 9. Troubleshooting and positional changes were attempted to no avail. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored and impedance issue was resolved.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), batch: 4004926. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.